Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked. The set was connected to a patient infusion pump, the pump was programed to infuse hydration, normal saline (ns), at 333 ml/hr but was not running at the time of the event. The main IV (intravenous) line was connected to the bottom port of the paclitaxel line and leakage of ns was noted at the bottom filter of the paclitaxel set onto the floor. The paclitaxel set was removed and a new one was attached to the main IV line and the infusion was continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device codes: 2991 (omitted on initial report). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (product code, lot number, expiration date and UDI) and the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and noted the tubing was separated from the male luer. The reported condition was verified. The most likely cause of the reported condition was due to a failure in the machine solvent dispenser system or an incorrect docking of components between tubing and male luer. There are controls in place like preventive maintenance tasks that keep the machine functioning properly, there are also, sensors that detect lack of solvent in the reservoir and incorrect assemblies between tubing and rigid component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.